Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused saline during therapy (programmed amount unknown). The rate was set to 200 ml/hr. It was noted a few minutes after hanging normal saline no drops were flowing. Even though the pump displayed that it was infusing 200ml/hr on screen, the pump was not on hold. The clamp was opened but over the next few hours it was noted that fluid was not flowing at the right rate. IV pump cleared stated total infused 1038 mls. There was still at least 350mls in bag. Medical intervention or patient injury was unknown.